Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of low operating voltages while using the power module patient cable, was confirmed based on the submitted log file. A review of the submitted log file showed the operating voltages from the power module to the controller were noticeably low ¿ less than 14 vdc. Nominal voltages during power module operation are greater than 14 vdc. The rsoc voltages corresponding to the operating voltages were low also (9.6 to 13.6 vdc). These low rsoc and operating voltages while on the power module are indicative of a damaged patient cable. The patient cable was not returned for evaluation. As such, the root cause of the patient cable issue was not determined in this analysis. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbook. Inspection power module patient cables for any signs of damage is documented in the heartmate power module instructions for use and the heartmate ii lvas patient handbook. The power module IFU and heartmate ii lvas patient handbook also recommend that the patient cable should be replaced annually as part of service maintenance. Device build information on the patient cable (pn 103426) is available from the approved supplier (for the part). Per the labeling on the cable, patient cables with lot# 350 8736 0412 were made in apr 2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient was presented to the emergency room with right shoulder pain, dyskinesia, and dyspnea. The patient was readmitted to the coronary care unit, was intubated, and was not responsive. A CT scan showed an ischemic cerebrovascular accident (cva). An intracerebroventricular delivery (icv) was performed to treat the stroke. The patient showed signs of hemolysis associated with low speed and low voltage events. It was suspected that a thrombus originating in the pump dislodged and traveled to the brain, not leading to pump dysfunction. An echocardiogram showed no significant findings. The log file showed a transient low speed event at 7520 rpm associated with a low voltage alarm due to a transient loss of power to the controller while tethered to the patient cable/power module. Several low voltages on relative state of charge while the patient was tethered on the patient cable/power module were also observed which is most often due to cable fatigue. The patient expired due to arrhythmias leading to cardiac arrest on (B)(6) 2020. No autopsy was performed. The device was not explanted and will not be returned for evaluation.